Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a replace generator soon message. It is unknown if the ipg depleted prematurely. Surgical intervention may be undertaken to replace the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Manufacturer narrative:
The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.